Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)

Event description:
Patient reported an allergic reaction after a trufit or, which was done on (B) (6) 2009. Patient experienced shortly after slight changes at her skin on the whole body and a weakness in the connective tissue. This had become worse since then. Patient describes her load capacity as going down, climbing stairs are impossible, and the skin is hurting all over.